Manufacturer narrative:
Correction: section b6 re-updated to include chest x-ray mentioned in initial event.

Event description:
New information received notes the left ventricular (lv) lead was explanted and replaced. The patient was doing well before, during and after the procedure.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The patient was sent for a chest x-ray. Dislodgement of the posterior vein left ventricular (lv) lead was observed which seemed to have been retracted and displaced proximally. The lv lead was programmed off. The patient was doing well before, during and after the event.